Manufacturer narrative:
No fault was found, and the issue remained unconfirmed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that flexvision pc grabber card initialization error; known issue on a allura xper fd10. The clinical use of the system was in clinical use. There was no reported patient or user harm.